Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 25mg/dl; cause was unknown. The customer drank fruit syrup and administered a glucagon shot to address low bg. Recommendation made to was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.